Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for upgrade procedure. During cautery use intermittent capture was noted. The patient was dependent, the physician decided to pace the right ventricle with analyzer. The clip on accessory bag landed on the touch screen which ended the session. Was ended. The patient went asystolic. Once the analyzer was reopened pacing was good. The device was explanted and replaced. The patient was stable.